Manufacturer narrative:
A gps instrument support specialist reviewed the instrument files, which were found to be inconclusive regarding the cause of the discordant, falsely high spsa result. It was determined that the cause of the discordant, falsely high spsa result is unknown.

Event description:
A discordant, falsely high, high sensitivity prostate specific antigen (spsa) result on one patient sample was generated on the immulite 2000. The result was not reported to the physician. The same patient sample was re-tested (repeat 1) on the same instrument and an spsa result was generated that was lower than the initial result. The patient sample was re-tested (repeat 2) on the same instrument and an spsa result was generated that was lower than the initial result. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely high spsa.